Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 03/28/2013 to the present date 01/05/2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device had power issues. There was no patient involvement.